Event description:
It was reported an adverse event occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient was unsure if there they received an alert for hypoglycemia or the pump did not pump insulin. The patient suddenly felt dizzy and lost consciousness. His friends intervened and treated the patient with glucagon nose spray. At the time of the report the patient was fine. A review of performance data shows that the patient's low alert was set to 70 mg/dl at the time of the incident. Data investigation found that the patient only reached 75 mg/dl at the lowest point on the alleged date of incident, 10/25/2025, which is why he did not receive an alert at the time of the hypoglycemic event. Although meter calibrations/user events to confirm an inaccuracy were not present on the alleged incident date, as the patient's egvs did not reach a level commensurate with the severity of the hypoglycemia reported, inaccurate estimate glucose values were determined to be the most likely root cause of the hypoglycemic event. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.